Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the piston did not stop when contact with reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged rewind anomaly found on july 25, 2022. Device passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error alarm during the rewind test. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and vibrator assembly noted. There was no pump error 39 alarm recorded in the formatted history file for the event date. However, pump error alarm was recorded and found in the formatted history file on: june 09, 2022 10:21:51.000 june 09, 2022 10:22:19.000 06/09/2022 10:22:44.000 november 03, 11/03/2022 07:59:00.000 pump error alarm was recorded and found in the formatted history file on: june 08, 2022 22:51:41.000 to june 08, 2022 23:00:06.000 june 09, 2022 09:52:07.000 to june 09, 2022 10:19:13.000 pump error alarm was recorded and found in the formatted history file on: june 08, 2022 22:14:04.000 to june 08, 2022 23:03:56.000 june 09, 2022 10:17:03.000 to june 08, 2022 10:19:22.000 no multiple pump error alarm on the formatted history file noted. Force sensor zero offset within specification (23.2 mv). A test motor was used and continued testing. The pump rewind, load reservoir and no reservoir detected alarms properly. The device rewinds successfully. The pump passed the rewind test. In conclusion, the pump had a constant pump error 39 alarm during the rewind test was due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error alarm, pump error alarm, rewind anomaly and a constant pump error alarm during the rewind test were confirmed. Pump error alarm, pump error alarm, rewind anomaly and a constant pump error 39 alarm during the rewind test were due to a corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.